Event description:
The customer's parent reported that the customer had a low blood glucose was 21 mg/dl while the insulin pump was showing it to be over 200 mg/dl. She reported that the customer received an unintended bolus. She reported that the bolus history showed that the customer gave boluses for blood glucose values that were not correct. The blood glucose reading was brought up to 46 mg/dl at the time of the call. The blood glucose reading appeared normal and recessed. The priming technique was correct. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the insulin pump was unable to prime unit during prime test due to faulty forces sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime anomaly. The insulin pump was received with minor scratches on lcd window. The insulin pump received with cracked case at display window corners and battery tube threads.